Manufacturer narrative:
Continuation of d10: 5076-52 lead implanted (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was undersensing on the right atrial (ra) lead and a delay in ventricular tachycardia (vt) anti-tachycardia pacing (atp) due to the cardiac resynchronization therapy defibrillator's (crt-d) atrial fibrillation (af)/atrial flutter discriminator. The lead and device remain in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient received multiple shocks and was in the hospital after first shock report showed atrial tachycardia. The crt-d was explanted and replaced on (B)(6) 2025. The patient had a two-week wound check after generator change and had no issues. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.